Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atra graspersgl-act5mm 36cm (part # 8360-00) was used during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the shaft broke. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4).

Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device revealed, that the actuation on the grasper felt slightly resistive. Rubber has been inserted in place of plastic cap for bottom housing screw. Device distal jaw assembly housing appears to have become disassembled. Button used for disassembly has been molded over. The internal components of the distal jaw housing disassembled causing the jaw to become separated from the handle. An investigation of the device manufacturing records was not able to be conducted by the manufacturer, as the lot # was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was able to confirm, the failure mode of distal tip failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.